Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in the emergency room for 6 hours. The customer stated that the staff removed the battery and the insulin pump alarmed battery out limit when inserting the battery. The customer stated that she was in the hospital because of her blood glucose and the sensor did not give an alarm. Customer declined to provide information regarding her hospital incident. Customer was assisted with clearing the alarm.